Event description:
Baxter reports a pt came to the hosp in 2004 with stomach pain. The pt was diagnosed with peritonitis, admitted to the hosp and treated with zinacef (cefuroxime IV or im) and vancomycin (IV) until ten days later when pt was released from the hosp with oral antibiotics (unk). The pt has fully recovered. The pt also had shoulder pain that reportedly initiated some time before 2004, exact date unk. The shoulder pain resolved simultaneously with the peritonitis. The pt claims there was a hole in the minicap transfer set connector, however date of detection is unk. The pt believes the alleged hole to be the cause of peritonitis. The transfer set was approx 5 months old at the time of peritonitis diagnosis.